Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella 5.5 via left surgical direct aorta for mechanical circulatory support. The patient experienced runs of ventricular tachycardia when moved. The impella 5.5 was repositioned bedside. The flows have been increased. The patient survived explant. The pump will be returning.

Event description:
Additional information received reporting that that the suction and low flow was resolved after giving volume.

Manufacturer narrative:
Upon review of the provided information, that the suction and low flow was resolved after giving volume. There is currently no allegation of a malfunction or serious injury associated with the implanted pump. A regulatory report is no longer necessary. After evaluation, the complaint does not meet the criteria for MDR reportability as defined by 21 cfr 803.50.